Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported doctor's visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the doctor's office due to high blood glucose (bg) levels exceeding 22 mmol/l (396 mg/dl) while wearing the pod. No other information was provided on this event.